Event description:
Lilly case ID: (B)(4). This device case, which does not include an adverse event, reported by a consumer who contacted the company with a product complaint concerns a male patient; information on age and ethnicity not provided. The patient began insulin lispro protamine suspension 75% /insulin lispro 25% (humalog mix 75/25), reported as humalog mix 25, via a humapen savvio blue device; information on dosage, route, frequency, indication for use, and start date was not provided. On an unspecified date, time to onset of device usage not provided, the device was not working. Further described, when he was trying to apply the medicine the spring of his device was stuck; he tried to fix it but the pen got disarmed. Furthermore, sometimes he felt that no medication was coming out and he thought he was only receiving air. This humapen savvio blue device was associated with product complaint 4592627/lot number 1608v08. It was noted the needles were bd (ultrafine) 32gx4mm and every step was performed correctly. He continued applying the medicine with syringe as he did not want to stop the treatment. The user of the humapen savvio blue device was the patient and he was a trained device user (trained by his doctor). The general and suspect device duration of use was not provided. The suspect humapen savvio blue device associated with product complaint 4592627 was returned to the manufacturer on 07jan2019. Edit 23jan2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 24jan2019: additional information received on 23jan2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, and improper use and storage from no to yes. Added date of manufacturer for the returned suspect humapen savvio (blue) device associated with product complaint (B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 24jan2019 in the b.5. Field. No further follow-up is planned. Evaluation summary: a male patient reported his humapen savvio device was not working. The patient tried to "apply" the medicine, but the spring was stuck. No adverse event was reported. Investigation of the returned device (batch 1608v08, manufactured august 2016) determined this case was associated with the reportable malfunction "clicker clip/sleeve engagement failure." Malfunction confirmed. The marks observed on the clicker clip sleeve snaps and sleeve tab slots indicate the device was assembled correctly during manufacturing, and the disengagement of the sleeve from the clicker clip occurred in the field, as evidenced by multiple tool marks on internal components. If the clicker clip and sleeve are not engaged properly, the device has the potential for underdoses of up to 100% (maximum underdose 12 units). A complaint history review of this batch found this is the first occurrence for the complaint issue of "savvio - clicker clip/sleeve engagement failure (cirm)." All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The core user manual instructs to not use the device if it appears broken or damaged and to contact lilly or a healthcare professional for a replacement pen. The user manual also provides care and storage directions. There is evidence of improper use. The damage to the device occurred while in the field (not related to the manufacturing process).

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This device case, which does not include an adverse event, reported by a consumer who contacted the company with a product complaint concerns a male patient; information on age and ethnicity not provided. The patient began insulin lispro protamine suspension 75% /insulin lispro 25% (humalog mix 75/25), reported as humalog mix 25, via a humapen savvio blue device; information on dosage, route, frequency, indication for use, and start date was not provided. On an unspecified date, time to onset of device usage not provided, the device was not working. Further described, when he was trying to apply the medicine the spring of his device was stuck; he tried to fix it but the pen got disarmed. Furthermore, sometimes he felt that no medication was coming out and he thought he was only receiving air. This humapen savvio blue device was associated with product complaint (B)(4)/lot number 1608v08. It was noted the needles were bd (ultrafine) 32gx4mm and every step was performed correctly. He continued applying the medicine with syringe as he did not want to stop the treatment. The user of the humapen savvio blue device was the patient and he was a trained device user (trained by his doctor). The general and suspect device duration of use was not provided. The suspect humapen savvio blue device associated with product complaint (B)(4) was returned to the manufacturer on 07jan2019. Edit 23jan2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.